Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-06129 and 3005099803-2012-06130 address these devices. It was reported to boston scientific corporation that two resolution clip devices were being used during a procedure performed on (B)(6) 2012 on a patient in the intensive care unit (ICU). According to the complainant, after advancing the resolution clip device (mr # 3005099803-2012-06129) to the target tissue, the clip was locked and deployed; however, during deployment, the spring broke in the handle and the clip assembly failed to release from the delivery catheter. Reportedly, the clip assembly separated when the nurse manipulated the wire of the resolution clip device. The device was withdrawn, and then a second resolution clip device (mr # 3005099803-2012-06130) was used, but a similar issue occurred; after the clip assembly was locked and deployed, it failed to release from the delivery catheter. The clip assembly was pulled from the tissue, and then the device with attached clip was withdrawn from the patient. No patient complications were reported as a result of this event.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-06129 and 3005099803-2012-06130 address these devices. It was reported to boston scientific corporation that two resolution clip devices were being used during a procedure performed on (B)(6) 2012 on a patient in the intensive care unit (ICU). According to the complainant, after advancing the resolution clip device (MFR # 3005099803-2012-06129) to the target tissue, the clip was locked and deployed; however, during deployment, the spring broke in the handle and the clip assembly failed to release from the delivery catheter. Reportedly, the clip assembly separated when the nurse manipulated the wire of the resolution clip device. The device was withdrawn, and then a second resolution clip device (MFR # 3005099803-2012-06130) was used, but a similar issue occurred; after the clip assembly was locked and deployed, it failed to release from the delivery catheter. The clip assembly was pulled from the tissue, and then the device with attached clip was withdrawn from the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual examination found that the device returned fully deployed. The clip assembly was not received for analysis. The control wire, which returned kinked, was separated as per design. Further analysis revealed that the control wire was cut inside the handle slot and the spring was missing (likely due to operational context); however, the handle was not broken. Additionally, the oversheath with blue sheath grip was not returned with the device. The reported event of clip assembly difficult to release from the delivery catheter was not able to be confirmed based on the device return condition. Although the reported device damage was noted, the clip assembly was not received for analysis. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. (B)(4) for the reported event of clip difficult to release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.